Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage inside pump noted. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed button error. The buttons were not working all day before and customer had been sweating throughout the day. The customer's blood glucose was 330mg/dl, treated with a shot. The insulin pump was exposed to sweat. Advised customer to revert to backup plan.